Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that there was a no disposable (nd) clamp tubing alarm. The settings were reviewed and the pump was restarted. The display read run. There was no patient injury reported.